Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent placement of another antibiotic spacer cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal department, approximately 8 years post op the initial tka, this 69 y/o female patient was revised due to polyethylene wear and periprosthetic osteolysis of the right knee joint (captured in (B)(4) / 1038671-2023-00047). Two months post op first revision surgery, patient had a sudden onset of severe pain in the right knee which worsened and eventually she was unable to bear weight on the right leg. This was associated with swelling in the right knee, increased warmth of the right knee, and redness along the parts of the incision and an associated fever. Patient was was instructed to go to the emergency room due to a concern of a periprosthetic infection. In the emergency room, patient was diagnosed with an acute periprosthetic infection of her revision right knee replacement. Then two days later, on (B)(6) 2021, patient underwent irrigation and debridement surgery of the right knee, which included a polyethylene exchange.